Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery cannot be charged only half of the indicator.there was no reported adverse patient impact.